Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on back of pump by battery and battery side. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1885 was requested and customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing reservoir tube o-ring, a cracked reservoir tube lip, a partially broken retainer, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back - battery side of the pump during analysis. Reservoir unable to lock into place and retainer ring damage (a missing reservoir tube o-ring, a cracked reservoir tube lip and a partially broken retainer) were confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.